Event description:
Boston scientific received additional information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. The device was found to be implanted sub-pectorally, and therefore was included in the subpectoral implant 2009 product advisory. Upon examination, there was no evidence of a loose or detached header. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the electrocardiogram for the episode on june (B)(6) 2011 showed loss of capture for longer than 3 seconds, however laboratory analysis did not note any evidence of pacing inhibition and could not confirm the field allegations of pacing inhibition due to noise oversensing.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dizziness and subsequent syncope as a result of an episode in which noise was oversensed on the right ventricular channel. The patient was pacemaker dependent, and the episode resulted in 1400 milliseconds of pacing inhibition. All other lead measurements were stable. The patient was admitted to the hospital.